Event description:
The pt was revised because the stem was loose at both interfaces. The manufacturer of the cement used in the primary surgery is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned device finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in august 2004. As stated, it is not known if competitor or depuy cement product was used when implanted. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.